Event description:
It was reported that the patient had an intrathecal pump increase on (B)(6) 2013. The patient was having excessive somnolence. The ER physician wanted the pump turned off. The recommendation was to contact the managing physician for troubleshooting. On the same day it was reported by another reporter the patient overdosed, and the patient was somnolent and difficult to arouse. The patient¿s pump was refilled two days ago, (B)(6) 2013, and it was determined that the patient was refilled with 2000 mcg/ml instead of 500 mcg/ml. The programmer was not updated to reflect the 2000 mcg/ml and was programmed to 500 mcg/ml and increased from 170 mcg/day to 192 mcg/day. The patient was actually getting 768 mcg/day based on that programming. The patient originally presented to the ER but was now admitted to the intensive care unit (ICU). Follow up information received indicated that they corrected the programming and lowered the patient¿s dose 15%.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2013-(B)(6), product type catheter product ID 8840, lot# unknown, (B)(4).